Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ syringe only slip tip, non-sterile had breakage. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that a bd syringe only slip tip, non-sterile had breakage. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd¿ syringe only slip tip, non-sterile had breakage. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: four pictures and two loose 10ml assembled syringes were received and reported to be from batch #7279505. The pictures appeared to be of the same 2 syringes received as physical samples. The syringes were found to have major damage to the plunger rod thumb grip and one is missing a stopper. The defects observed are rejectable per product speification. No samples (including photos) were received for the 3 ml product prom batch #8005678, therefore the reported defect could not be evaluated and confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: plunger rod jam during assembly of batch #7279505 was likely responsible for damaged plunger rods for that product.